Manufacturer narrative:
No evaluation has been conducted as the reported issue was resolved during initial troubleshooting.

Event description:
Medtronic received information that, while in a brain tumor tissue ablation procedure, the image quality was noted to be poor for the patient. Further inspection found that the patient monitor was not MRI compatible and that the starshild cable was connected to the monitor. Once disconnected, the image quality improved and the site continued with the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Correction: part number and associate fields updated. Additional information: unique device identification (UDI) and manufacture date provided.